Event description:
The initial reporter stated that the pump did not alarm audibly at all. Mmdg followed up with the initial reporter, who stated that the patient had not experienced any adverse effects due to the complaint. No other information was provided. Complaint-(B)(4).

Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was completed and did not show the currently reported issue. During the investigation mmdg found that the pump speaker was damaged and not connected to the pcb correctly, which caused the speaker failure that resulted in the pump not audibly alarming. The pump was serviced to correct the issue.